Manufacturer narrative:
(B)(4). The reported event is not confirmed. Visual review of the returned square screwdriver confirms item and lot etch identification. Device shows scratches and discoloration from use. Distal tip is deformed, twisted, and fractured. Fractured pieces were not returned. No other damage was noted. Device has an approximate field age of 4.5 years. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the square driver could not be used due to the tip being misshaped. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided. Device evaluation of the product confirmed that the tip was fractured.